Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent esc button response due to corroded keypad traces. No unexpected frozen display noted during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.